Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when doctor placed the drainage-catheter and he wanted to drain fluid with a syringe, he could not drain the fluid . It was replaced with a new catheter. A section of the device did not remain inside the patient¿s body. The patient did not required any additional procedures due to this occurrence according to the initial reporter, the patient did not experience any adverse effects due to this occurrence